Manufacturer narrative:
The device was not returned for evaluation. The results of the investigation report reflects the CAPA. Method: other - DHR review performed. Results: other - DHR review revealed no similar issues were found during the manufacturing of this lot #. Conclusions: other - (B)(4) was assigned to perform an in depth evaluation. If additional information is received, a follow-up report will be submitted.

Event description:
The event is reported as: the stapler jammed. No patient injury reported.